Event description:
Additional information received reported the patient needed the ¿battery replaced for their device.¿ no replacement date was provided. An appointment with their doctor was noted for (B)(6) 2014. The patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v363145, implanted: (B)(6) 2009, product type lead; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated that two days prior to report the patient wet the bed and they had not done that in a very long time. It was noted the patient tried to utilize the programmer the other day and saw a poor communication screen. Reportedly, the patient had not changed the batteries in their programmer for quite a while so they were going to buy new batteries and see if that resolved the issues. It was later reported the patient tried the programmer with new batteries but still received the poor communication screen. It was noted the patient was unable to establish communication with and without the programmer antenna. It was reported a patient was not able to adjust stimulation with a second patient programmer. The patient was getting the poor communication screen over and over even after moving the antenna placement several times while on the phone. It was noted that the patient was finally gaining weight and it seemed to be implanted deeper than surface level. A follow up report will be submitted when more information becomes available.